Manufacturer narrative:
Initial reporter address: (B)(6). Phone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested cloudy fluid. The cause of peritonitis was not reported. On the same day as the event onset, the patient was hospitalized for the event and was treated with unspecified antibiotics. One day after the event onset, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. No additional information is available.